Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient whose trial started on (B)(6) 2013 had a problem where the lead got infected. It was noted that on the sixth day of the trial, the patient had "tremendous pain" and a fever to 100.4 degrees. The patient went to the emergency room and was put on "very strong" antibiotics for three weeks following the trial. The patient reported that the doctor who managed her trial was "clinically very direct and careful" but the patient believed there was a problem with the surgery center where the doctor practiced. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.